Event description:
It was reported that, after implant procedure the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) received three inappropriate shocks due to air trapped on the sternum that cause noise and oversensing. The physician reproduced the signals when manipulating the sternum. Subsequently, the therapy was turned off. The technical services (ts) recommended to keep the patient hospitalized until the air is dissipate completely. This s-ICD remains in service. No additional adverse patient effects were reported.